Event description:
The initial reporter alleged a discrepant non-reactive result for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit. On (B)(6) 2024, the sample was tested using the hiv duo elecsys e2g 300 v2 assay and generated a result of 0.785 coi (non-reactive), with sub-results of 0.774 coi for hivag and 0.135 coi for ahiv. The same sample was tested using the abbott alinity hiv test, which generated a result of 2.94 s/co (reactive), and a rapid immunochromatography test, which also generated a reactive result. On (B)(6) 2024, the sample was tested using the elecsys hiv combi pt assay on a cobas e 601 analyzer, which generated a result of 1.83 coi (reactive). On (B)(6) 2024, the same sample was re-tested using the hiv duo elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit and generated a result of 0.697 coi (non-reactive), with sub-results of 0.682 coi for hivag and 0.144 coi for ahiv.

Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results, including those from the day of the event, were within expected ranges. No relevant alarms were identified in the analyzer's log. However, the investigation was limited as the patient sample was unavailable for further testing due to insufficient volume. The root cause of the discrepant results could not be determined based on the available information. The customer was advised to assess the patient¿s hiv status in conjunction with their medical history, clinical examination, and other diagnostic findings.